Event description:
Caller reported an issue with touchscreen responsiveness, where the screen was overly sensitive and activated buttons unintentionally. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer attempted to resolve the issue by resetting the pump following instructions from technical support, but was unable to interact with the touchscreen afterwards. Customer decided to continue to use the pump for insulin delivery.